Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was hospitalized after receiving inappropriate high voltage therapy due to noise on the right ventricular (rv) lead. Lead revision was anticipated. The patient was in stable condition.

Event description:
It was reported that the lead was capped and replaced. The patient was stable following the procedure.